Event description:
Failure to alarm: nurse came into the patients room to perform a dressing change and the tubing was loose and patient did not receive therapy all night.

Manufacturer narrative:
This complaint was reported for the tubing either comes detached in package or slips out by itself during normal use (no external forces or impact). The root cause is the design, the tubing was inserted into the canister without adhesives or solvents and held in place by interference fit; however, certain environmental conditions, such as extreme temperature and humidity as well as variation in chemical (in tubing material) content are known to release plasticizers that behave as lubricants easing the interference fit between canister and tubing thus allowing partial to pronounced slippage out of canister lid. In response to these types of complaints, the process has been improved with a corrective action to seal the tubing using adhesives and product has been launched from lot # m400066 .